Event description:
It was reported that a patient underwent an unknown procedure on(B)(6) 2023 and suture was used. During the procedure, the suture breaks. Most often when tying a knot, sometimes when closing a wound (tightening the suture) no adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) . H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: * what is the total number of products involved in this event? * by event description "none of the patients were injured." It is know it occurred during multiple patient procedures, could you please clarify, what is the total number of procedures? * have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). * please create a product complaint for each event and provide the respective reference number(s). * please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). It became known that within the framework of (B)(4) , under the wording " surgeons use this material for many years and problems arose only with the last batch of sutures," at least 5 procedures with the same description of the event are mentioned. Additional complaints were opened: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.